Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the meds were shown on the server but not in the system. A technical support specialist (tss) dialled into the server and the station, then ran a loaded spaces query in the station database, discovering that meds were not listed in the station database. Upon checking the server¿s manage inventory, these medications appeared in the station, and a loaded spaces query on the server showed duplicates of the current meds in the station. An inventory report confirmed the customer¿s mentioned medications, while the devices event report showed nothing. These meds had no status but displayed over 100 days unused. Following the knowledge article (ka) ¿medes: resend pocket¿, the load and count inventory messages were resent. Then informed the customer to remove or delete the meds and provide downtime for a full synchronization. Then the tss dialed into the station, backed up the database (db) on the d drive, attempted a full sync without dropping the db (which failed), then deleted and restored the db from backup, dropped the db, and performed a successful full synchronization. The user was informed of the successful sync and asked to confirm resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a discrepancy, medications appeared as loaded in the server but were physically missing from the machine. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a discrepancy, medications appeared as loaded in the server but were physically missing from the machine. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.